Event description:
It was reported to boston scientific corporation in early 2007 that a rf generator was used during a hepatic lesion rf ablation procedure on a female patient three months later (patient weight unknown). According to the complainant, during the procedure on a single 3 cm hepatic metastasis, four return pads were correctly positioned on thighs with no liquid contact. The physician applied two sequences of current for 15 â± 2 minutes and 13 minutes and received no error message. Temperature control was performed after the end of the first sequence and no abnormal rise in temperature was noted. The procedure resulted in a first degree burn (2x1 cm) under the two return pads, which were treated with biafine gel. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
There was no visual damage upon receipt. The device passed all performance criteria of its final test procedure. Environmental stress testing was performed including high and low temperature, high and low voltage, and vibration while exercising suspect hardware and software components. No occurrence of complaint was experienced, nor duplication of customer complaint. The customer complaint could not be confirmed. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. This is the first time that this unit has been returned for service.